Manufacturer narrative:
The pump was received with currents in spec. No unexpected off no power anomaly noted. No low battery alarm. The pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. There was no motor error alarm. However during rewind motor has a grinding sound due to faulty motor. The pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error and off no power anomaly. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.